Manufacturer narrative:
Event date: it was reported that the event occurred on an unknown day in (B)(6) 2020. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during a patient infusion. The device had been filled with 40ml fluorouracil (5-fu) and 81 ml 0.9% sodium chloride (nacl) 0.9% solution. The weight after filling was reported to be ¿180 a 183 gr¿ (grams). The reporter stated, ¿two days later weight is still 80 gr and after another 8 hours 77 gr¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 25, 2019 - october 28, 2019. The actual device was received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.